Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/05/2018. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that only one piece of the lens was returned. Lose particles were observed on the lens surface that could be related to the handling of the product in a non-sterile environment. The lens was torn and the haptic was observed distorted. The customer's reported complaint was verified. However, the condition of the returned lens was consistent with a unit that was previously handled and prepared for surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. The lens was not implanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that immediately after taking out the intraocular lens (iol) from the lens case, the lens started cracking through the whole diameter of the optic. No further information was provided.